Event description:
An implantable cardiac defibrillator (ICD) system was returned from an embalmer with no information. A date of death is unknown, however, the device system was returned six months after implant, and therefore, it is reasonable to suggest that the patient died less than one year from implant. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the device was returned and analyzed and no anomalies were found. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.